Manufacturer narrative:
Investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 9008947. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to confirm the root cause for this complaint, however our engineers speculate the most likely root cause is the inadvertent application of excess adhesive being applied during the bonding of the extension tubing to the adapter hub. The tool used to apply the adhesive can vary the quantity of adhesive being applied if the tool is damaged. Bd apologizes for any inconvenience your facility may have experienced as a result of this event and will continue to track and trend for this issue.

Event description:
It was reported that the pegasus pnk 20ga x 1.16in prn non-pvc experienced an inability to disengage during use. The following information was provided by the initial reporter: more than a nurse in found in clinical use that it is very difficult to remove the needle core after the retention needle, which seriously affects the success rate of puncture and patient trust. The head nurse asked to return all the goods of the lot number, verbally questioning the quality of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pegasus pnk 20ga x 1.16in prn non-pvc experienced an inability to disengage during use. The following information was provided by the initial reporter: more than a nurse in found in clinical use that it is very difficult to remove the needle core after the retention needle, which seriously affects the success rate of puncture and patient trust. The head nurse asked to return all the goods of the lot number, verbally questioning the quality of the product.